Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with bilateral salpingo-oophorectomy and laparoscopic hysterectomy. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with diagnostic cystoscopy on (B)(6) 2005 due to stress urinary incontinence, vaginal prolapse, rectocele, cystocele and urethral hypermobility. It was reported that following insertion the patient experienced chronic pain, vaginal, pelvic, abdominal and lower back pain, dyspareunia, mesh erosion, leakage, incontinence, vaginal bleeding, bloating, constant pain in the groin, pain and pressure with walking, unable to stand for long periods of time, pinching sensation in the abdomen, infection, difficulty sleeping, depression, anxiety and suicidal thoughts, now disabled and significant change in the quality of life, stress incontinence, numbness, mesh erosion, infection and physical pain. It was reported that following insertion the patient experienced depression, stress, anxiety due to physical pain and severe decline in health. Depression from the complications that developed with marriage caused by the dyspareunia and loss of sexual intimacy. Overwhelming feelings of inadequacy and loss of femininity. Now disabled, and struggling with the realization that this may be the way life is, painful, debilitating and irreversible. It was reported that patient was scheduled for surgical explant on (B)(6) 2013. It was reported that patient underwent diagnostic laparoscopy with enterolysis and left salpingo-oophorectomy due to left lower quadrant pain on (B)(6) 2007.